Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour plus meter was tested with the in-house contour plus test strips from lot # 8hqhd08b, which gave satisfactory performance.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Age and weight were left blank as the customer's age and weight were not provided. No information was captured as the customer did not provide the exact event date. Model # was not provided. This event is related to MDR # 1810909-2019-00572.

Event description:
The customer from (B)(6) reported that a few weeks prior to calling ascensia customer service, he obtained blood glucose readings of 2.8 mmol/l and 14.4 mmol/l, while using the contour plus meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.